Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 7.1 and 7.2 were not detected on the bus. A field service engineer verified all boards displayed proper status lights. Drawer functioned normally in hardware test application (hta). The fse reseated all cables and wires, inspected pyxis bus cable and retractor band, cleared loose tablets in back of the drawer, rebooted the system and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 7.1, 7.2 and all cubies were not detected on bus and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.